Event description:
The facility reports while raising the resident on the lift to get out of the tub, the resident started sliding around on the cushions and fell to the side and hit her head on the floor. The staff tried to catch her, but was unable to. The resident landed on the floor, sustaining an open posterior head wound and bruising to the left temporal lobe and under the chin. The resident was treated in the ER.

Manufacturer narrative:
The lift was inspected by an arjo rep. The hi-back lift chair was found to be in good condition except that both of the seat belts were frayed and stiff. Photos showed the same. The staff members operating the lift at the time of the incident were not employees of the nursing home, but were from a hospice group. The last training date of the persons was not given. The condition of the belt may have been a contributing factor, but it is more likely the lift operator did not have the resident belted in properly (belt routed incorrectly). The lift has been taken out of service. It is recommended the seat belts be replaced with new (including a center strap). It is also recommended all lift operators be retrained to the lifter operating instructions manual.